Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched screen, cracked lcd window, cracked reservoir tube, missing end cap sticker, protruded/loose drive support disk, and cracked battery tube threads.

Event description:
The customer reported that the insulin pump has cracks across the screen. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.